Manufacturer narrative:
Evaluation summary one sample was evaluated. All tasks associated with this complaint are complete. The reported condition was confirmed. Product does not meet specification. The investigation could not determine the root cause of the event, but the most probable root cause is cuff punctured/ ruptured during insertion/use which is the result of the cuff contact with a sharp/rough surface, utensils used during intubation. As stated in the warnings/pre cautions section of the product, information for use (IFU), various bony anatomical structures within the intubation routes or any intubation tools with sharp surfaced is a treat to maintaining cuff integrity. Manufacturing controls are in place to detect the reported event and to reduce the potential for occurrence during the manufacturing process. The review shows the product was released to specification. The reported condition is not related to manufacturing process. So, corrective action is not required. The failure relates to the reported complaint event. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us - 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the cuff would not inflate. The customer reported there was no patient involvement.